Event description:
The customer reported that the device turned off and it did not turn back on. There was no adverse pt impact. The device was going to be used for monitoring a pt.

Manufacturer narrative:
(B)(4): the customer reported that the device turned off and it did not turn back on. There was no adverse pt impact. The device was going to be used for monitoring a pt. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power module was found to be defective. Replacing the ac power module resolved the reported issue. The device passed testing and was returned to the service.